Event description:
It was reported that during a da vinci-assisted kidney reimplantation - living donor surgical procedure, the large hem-o-lok clip applier instrument was used for a surgical task and would not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer. However, the customer did not have any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). There was also one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the instrument could not properly hold the clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis did not confirm the initial findings. The instrument was loaded with a clip and was able to retain the clip and not fall out. The clip test was performed two times and passed both times. No issue was found with the clip groove or clip application. To confirm, the clip groove was measured and found to be within specification according to the drawing. Additional grip measurements per the drawing were measured and all were found to be within specification. It was observed that there was a slight offset between the grips by 0.010 inches. Therefore, no severely bent grip was observed.

Event description:
Refer to h10/h11 for follow-up information.